Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that sterile water was unable to enter the catheter. There was no problem observed in the catheter during inflation. The funnel did not swell and no abnormality observed on the shaft. The water was injected gently. Usually, the balloon can be inflated with in few seconds. Additional information was received via ibc on 16feb2023, stated that "the event was reported to have occurred after insertion to the patient. The product was used on the patient."

Event description:
It was reported that sterile water was unable to enter the catheter. There was no problem observed in the catheter during inflation. The funnel did not swell and no abnormality observed on the shaft. The water was injected gently. Usually, the balloon can be inflated with in few seconds. Additional information was received via ibc on 16feb2023, stated that "the event was reported to have occurred after insertion to the patient. The product was used on the patient."

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. Sample was evaluated and found tear on shaft near bifurcation area that allow water to leak out. The tear looks like it had been exposed to sharp object. The exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be (example: user related/operator error/rough handling or expose to sharp object/mechanical force). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured) (2) do not pull the catheter hard. (The bladder/urethra maybe injured) 2. Applicable patients (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use on patients who are or have been allergic to natural rubber latex." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.